Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). It was reported that the pt had ins replaced today and rep noted before the case that they were seeing all monopolar pairs on right stn as high but bipolar pairs were normal and pt 'looked fine' pre-op. Rep noted they believed it was possible the ins replacement would resolve the issue, caller noted having seen impedance issue resolution with ins replacement in the past. Caller states after ins was replaced the impedance issue remains with the same high values.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of high impedance was not determined. Rep reported that that surgeon was hopeful that high impedance would resolve during battery replacement. Rep reported that high impedances has not resolved, and that the plan going forward is to reprogram and the evaluate next steps if needed.